Manufacturer narrative:
(B)(4). The complainant indicated that the device is disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a posterior lite with capio slim was used during a posterior repair using synthetic mesh procedure on (B)(6) 2016. During the procedure, the lead suture broke and the needle detached and was left inside the patient. The physician finished the procedure with the original posterior lite mesh by directly "fixing" the mesh arm to the sacrospinous ligament. The patient experienced no complications and her condition after the procedure was reported to be fine.